Event description:
The pt reported hospitalization on (B)(6) 2010 for elevated blood glucose (about 300 mg/dl) and positive for ketones with nausea, vomiting, abdominal cramps, and shortness of breath. She stated that she was (B)(6) pregnant at the time and was also having contractions when she was admitted to the hospital's labor and delivery unit. The pt reported that on (B)(6) 2010 she was moved to the intensive care unit because blood glucose levels were not under control. At that time, she stated, that she was disconnected from the pump and received insulin intravenously. The pt stated that she changed the infusion set on the evening of (B)(6) 2010, does not recall blood glucose prior to the set change, and did not check blood glucose prior to bed. She reported that she woke up on (B)(6) 2010 with blood glucose 298 mg/dl. She stated that she delivered boluses and that her blood glucose remained between 200-300 mg/dl for the rest of the day. On (B)(6) 2010, she resumed pump therapy in the hospital with blood glucose of 105 mg/dl; the pt used the same site and blood glucose increased to about 300 mg/dl. On (B)(6) 2010, pt said she changed the infusion set. She denied bent cannula, insulin leakage, kinked tubing; she said there was no blood or air in the tubing. There was no report of redness, swelling, tenderness, or warmth at the infusion site. She reviewed the pump history and said there are no boluses on (B)(6) 2010. She confirmed that the total daily dose and bolus histories are correct; she stated that there were no relevant alarms in the history. She discontinued pump use per physician's orders on (B)(6) 2010.

Manufacturer narrative:
There are indications that the pt did not deliver insulin via the pump on the day of her hospitalization for hyperglycemia. It was reported that the pt was not a good historian and some details are contradictory. The pump has not been returned to animas and delivery history cannot be confirmed . If the device is returned, a full eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.